Manufacturer narrative:
Method: x-ray. Device evaluation summary: minimal calcification was observed in the cusp area of leaflet 1, moderate calcification was observed in the cusp area of leaflet 2 and moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 and 3 also exhibited moderate calcification, free margin of leaflet 2 exhibited moderate to heavy calcification. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 8mm at the outflow aspect. Calcification and host tissue restricted mobility in the leaflets which may lead to stenosis. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported was reported to sales that an edwards valve was explanted from patient. The reason for explant and implant duration have not yet been provided despite multiple follow up attempts to obtain additional information form the healthcare provider.

Manufacturer narrative:
The explanted device was received by edwards; however, evaluation has not yet been completed. Furthermore, attempts are ongoing with the healthcare provider to obtain patient records and additional details. Device evaluation and event details will be reported once available.

Event description:
The explant operative report was received and indicates the patient was diagnosed with prosthetic mitral stenosis after an implant duration of 8 years. The [subject] mitral valve is markedly stenotic with a valve area 0.4 cm2 and a gradient of 30 across." Operative details indicate that the valve was calcified with all three leaflets being immobile and almost no lumen for blood to get through.